Event description:
It was reported that a catheter issue occurred. The opticross catheter was advanced for ultrasound examination of the target lesion which was moderately calcified and moderately tortuous. During the procedure it was noted that the catheter became wrapped around the guidewire. The catheter and guidewire were both removed from the patient. The physician decided to not use ivus any longer, and no patient complications occurred.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During visual inspection of the device, it was noted that the imaging window was both twisted and kinked.

Event description:
It was reported that a catheter issue occurred. The opticross catheter was advanced for ultrasound examination of the target lesion which was moderately calcified and moderately tortuous. During the procedure it was noted that the catheter became wrapped around the guidewire. The catheter and guidewire were both removed from the patient. The physician decided to not use ivus any longer, and no patient complications occurred.